Event description:
It was reported that during a follow up in clinic, inadequate capture, noise, and high pacing impedance were noted on the right atrial (ra) lead. Provocative testing was performed and the noise was unable to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition.